Manufacturer narrative:
H6 correction: added imf: f2203 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the patient not feeling stimulation in the correct location and therapy not working was determined, but when asked what most likely caused or contributed to the issue, they stated, "unsure possibly a slipped lead." When asked what steps were or would be taken to resolve the issue, they stated they were attempting to increase stimulation at program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having issues with not feeling stimulation in the correct location. They also reported therapy is not working. Patient stated due to this they turned therapy off 3 weeks ago and stated they had an x-ray 2 weeks ago that showed lead is in the correct area it should be. They stated their physician assistant had them turn therapy back on at program 1 yesterday, but reported program 1 is not working. They reported when they had turned stimulation up to 4 on program 1 they couldn't move their leg because it was "jawing" their leg. Patient stated they have also tried programs 3 and 4, but reported when increased stimulation they were feeling "drawing" of their toe. They stated they are trying to adjust therapy settings, but stated they ended up in recharger application. Reviewed purpose of recharger app. Reviewed how to access my therapy app and patient confirmed therapy is on at 2.1v, program 2. Patient reported they are still feeling stimulation inside their leg on this setting, not in vaginal area. Reviewed therapy and stimulation overview. They reported they have been urinating a lot and have been using a lot of pads. Agent did not ask about the circumstances that led to the reported issue. They will try changing programs and will increase stimulation to a comfortable setting to see if they feel stim in correct location. They will follow up with hcp if not seeing an improvement.